Event description:
During a routine outpatient procedure (fistulogram), a 7f sheath broke and could have possibly traveled intravascularly into the patient needing an emergent foreign body retrieval. No harm was done to patient at the time of this event. The faulty equipment can be identified as a seven french sheath, made by merit medical.